Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was not able to hear alarms. Customer stated, he set alarm type and performed self-test. However, no audible tones occurred.